Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 150 mg/dl. Reportedly, the customer reverted to manual insulin injections of fast and long lasting insulin pens for alternate insulin therapy.